Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose. During troubleshooting with technical support, cause of blockage could not be determined. Customer resumed pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.